Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (B)(4), alleging that her onetouch verio2 meter displayed an error message ¿error 4¿. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue occurs intermittently and was unable to specify an exact date when it first began. The patient manages her diabetes using insulin (self-adjuster) specifically 20 units of rapid insulin before meals and 26 units of long acting insulin at night, and the patient reportedly continued with her usual diabetes management routine after the alleged issue began. The patient stated that she sometimes experienced symptoms of dizziness and headaches an unspecified amount of time after the alleged issue began and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr confirmed that it was not the patient¿s first use of the product, the patient¿s testing technique was correct and the test strips had been stored correctly and within expiry. The csr was unable to resolve the issue. Return of the subject device was requested for investigation and replacement products have been sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.